Manufacturer narrative:
D10 correction: medical product scs lead should not have been listed initially because it was also reported on. H10 - related report numbers should have included 3006705815-2025-20420 initially. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient did not have effective therapy for part of their pain pattern. As such, patient underwent surgery where the leads were repositioned to address the issue.